Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2004 - patient was diagnosed with incarcerated recurrent ventral hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per op notes, "identified the unknown marlex mesh. A composix kugel mesh (device #1) was placed into the abdominal wall using prolene sutures." (B)(6) 2004 - patient was diagnosed with seroma thereby underwent repair with debridement of seroma sinus, drainage of seroma and debridement with primary closure. (B)(6) 2005 - patient was diagnosed with abdominal wall abscess with infected mesh thereby underwent repair with removal of mesh (device #1) and lysis of adhesions. Per op notes, ¿the composix graft appeared as a hard mass. Dense adhesions were identified and the prior composix graft (device #1) was removed. Unknown marlex mesh was also excised.¿ (B)(6) 2007 - patient was diagnosed with recurrent incarcerated ventral hernia with small bowel obstruction thereby underwent open repair with the implant of bard flat mesh (device #2). Per op notes, ¿a bard flat mesh (device #2) was placed into the abdominal wall using prolene sutures.¿ (B)(6) 2011 - patient was diagnosed with recurrent small bowel obstructions, recurrent abdominal wall hernias thereby underwent open repair with the removal of mesh (device #2) and implant of bard flat mesh (device #3). Per op notes, ¿the mesh (device #2) was excised and a bard flat mesh (device #3) was placed.¿